Event description:
It was reported that there were excessive delays of therapy greater than 72 hours during use with a minicap transfer set. The transfer set was replaced because of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred on an unspecified date in january 2026. E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An acceptable fluid flow through the set was observed during clear passage testing of the sample with the twist clamp in neutral open/closed position. Additional clamp function testing was performed with the twist clamp in fully open position, and the reported no flow was confirmed under non-routine conditions. The reported condition was verified. The cause of the condition was due to a mismatch/flash on the light blue main body where the occluder foot meets the leg, causing a more obtuse angle. When the light blue main body interacts with the twist sleeve, this more obtuse angle of the occluder foot allows the occluder foot to move beyond its intended stopping point, resulting in over-rotation of the twist sleeve. When the twist sleeve is opened beyond its intended open orientation, it pinches the tubing in between the occluder feet, leading to a no flow situation. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.